Event description:
It was reported via repair work order that the tracks were worn and loose and in need of reconditioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.